Event description:
Consumer reported the following inaccurate results from one patient: positive on (B)(6) 2024, negative on (B)(6) 2024, and positive on (B)(6) 2024. No confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: a review of the dhrs of the pouch lots associated with the reported kit lot found that all lots met the release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this kit lot. Patient medications listed have not been tested by quidel. There is no known impact from these medications on quidel product performance. Root cause: unable to determine source: phone.